Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a micro-stent device with a hyphema that occurred during surgery. The patient's intraocular pressure (iop) fluctuated post-operatively because the patient was non-compliant with treatment drops. The patient was referred to a secondary physician for intervention ("tube"). Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).